Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects inside the air/water (a/w) cylinder and inside the a/w tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.